Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operation could not be performed effectively due to power down through overheating inside the body for a long time indicating a potential mechanical issue with the delivery system .the delivery system was attempted/ not used and replaced. No patient complications have been reported as a result of this event.